Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports of noise have been received, can be reasonably assumed implanted without this issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 litigation papers received. Litigation alleges pain and injury to the body and extremities. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient underwent revision procedure due to loosening of the acetabular cup. **update** - medical records received (B)(4) 2013. Revision operative report indicates: bulging cyst with a large quantity of cloudy yellow fluid with tinges of metallosis; substantial amount of corrosion of the articulation between the stem of the femoral component and the sleeve of the head. The femoral head, adapter sleeve, and femoral stem have been added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.